Event description:
It was reported that the devices were used during a laparoscopic inguinal hernia repair. The first device the clips were not deploying. The second device the clips were not closing properly. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/28/2008. Instrument a: jaw/cam. Instrument b: batch # e9f16f, exp date: 04/19/2013. 05/19/2008. Evaluation summary: the analysis results found that the el5ml device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips, due to the returned condition. Additionally, the orange indicator did not show up completely. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. E9f84l. The analysis results found that the el5ml device was received in good visual condition. The instrument was cycled, fed and formed the remaining 11 clips within manufacturing specifications. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. E9f16f. A batch record review was performed and no anomalies were found during the manufacturing process.